Manufacturer narrative:
Pending evaluation. Concomitant device(s): 300-30-08 - equinoxe preserve stem 8mm; 320-36-00 - 36mm humeral liner +0 unconstrained; 320-35-07 - small superior/posterior aug glenoid plate, left; 320-01-36 - 36mm glenosphere. No information provided in the following section(s).

Event description:
As reported by the equinoxe shoulder study, approximately 2.5 years post op the initial tsa, this (B)(6) female patient was revised due to septic loosening. Patient had early pain from postop allodynia/plexopathy - subsequently glenoid and humerus got loose. The case report form indicates this event is unlikely related to devices and possibly related to procedure. This event report was received through clinical data collection activities. Outcome is continuing.

Manufacturer narrative:
(H3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of surgical revision for septic loosening cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition. These devices are used for treatment not diagnosis.